Event description:
Subsequent to the initial medwatch report, the following information was reported: resistance was noted during removal of the command guide wires with the guideliners. During use of the spartacore guide wire, the tip separated. It was successfully removed using a snare. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The lot history record and similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, the investigation was unable to determine a conclusive cause for the reported difficult to remove. It may be possible that during use, the clearance between the guideliner lumen and the guide wires were reduced causing the devices to become stuck together before removal. However, this could not be confirmed because the device was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event - estimated. The device is not returning. A follow-up report will be submitted with all additional relevant information. The other two guide wires are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was to treat a tibial artery. Two 190cm hi-torque command extra support guide wires (gw) could not be removed from a non-abbott catheter. A 5cm hi-torque spartacore 14 300 gw tip came off in the tibial artery. It is unknown if any intervention was performed to remove the gw tip. No additional information was provided.